Event description:
It was reported to medtronic minimed that the customer reported insulin flow blocked, motor is much slower during rewind process and batteries not lasting as long. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-378a, mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-378a, mmt-1880l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no anomalies during rewind noted. No unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. No nodelivery alarms were present on event date or two days prior from event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 25.0 received the lowbatteryalert (104) on 05/17/2025 09:43:00 after more than 7 days at 19.71 days. Battery cycle 24.0 received the lowbatteryalert (104) on 04/27/2025 16:41:00 faster than expected at 6.02 days. Battery cycle 23.0 received the lowbatteryalert (104) on 04/21/2025 06:20:00 after more than 7 days at 12.05 days. Unexpected low battery alerts listed from the battery cycles. With reference to the baat tool instructions, the customer experienced an unexpected battery power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, and scratched case. Unexpected nodelivery/insulin flow block alarms and rewind anomalies were not confirmed. Unexpected low battery alarm and short battery life were confirmed during analysis. Customer experienced an unexpected power loss of less than 7 days per the pump history records due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.